Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer received complete pump reset information from technical support and was guided through resetting the pump, which resolved the issue, allowing the caller to successfully start their sensor session.